Event description:
Consumer reported via email that tampons are coming apart prior to use. No injury was reported.

Manufacturer narrative:
Product investigation completed on 07-jun-2021, showed no manufacturing cause identified based on investigation.

Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Consumer reported via email that tampons are coming apart prior to use. No injury was reported.